Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a suture break occurred with a proglide device during attempted access site closure relative to an electrophysiology procedure. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 1/22/2023.